Event description:
It was stated that the patient had stated that his pump was alarming ¿upstream occlusion,¿ but he had noted that the reservoir looked completely empty, with a reservoir volume of 9.3 ml. No obvious occlusions had been visualized by the patient, and it had been confirmed that all clamps were open and sliding freely. The pump had emptied in 3 hours and 5 minutes, with a disconnect appointment scheduled for 12:40. Troubleshooting was performed but the alarm persisted. The starting volume had been 138 ml, with a continuous infusion rate of 3 ml/hr, and the reservoir volume had been 9.3 ml (displayed on the pump), showing 0.7 ml on the pump when turned on. A total of 137.3 ml had been given. A cstd had not been used to fill the cassette, and the pump had been used to prime the extension tubing. Spiros had been attached at the end but not during the priming function. It had appeared that the patient had received the majority of his pump. It had not been seen that there was 9.3 ml left. At 10:07, the occlusion had been cleared, and the pump had begun to run successfully until the time of disconnect at 12:44 pm. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.